Event description:
Patient presented to the physician with neck soreness. Upon examination, the physician observed an open wound at the neck incision site exposing the stimulation lead. Physician brought the patient into the or and noted that the stimulation lead had eroded through the skin. Physician irrigated the neck pocket with saline and antibiotic solution, repositioned the stimulation lead beneath the submandibular gland, re-sutured, and closed. Postoperative antibiotics were prescribed after the procedure was completed.